Event description:
The customer reported that his insulin pump alarmed. Advised the caller that the insulin pump would be replaced and revert to back up plan. The blood glucose reading was 140mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during rewind as a result of a missing motor support disk.